Event description:
During a trial procedure, the cardioplegia roller pump of the heart lung console could not be started. The arterial pump was running at 1900rpm and there were no alarms. The technician checked the unit and discovered the cardioplegia pump would not start if the arterial is running at coast speed or below. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.